Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately three years ago from date manufacturer was made aware. Block d6b: explant date: 2022 additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 14171490, UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 14086902, UDI: (B)(4).